Event description:
Mesh was taken from the package and transferred to the tech in a sterile manner. Md placed the mesh in the pt and noted a defect in the mesh. Mesh was removed from the pt and there wsa no pt injury or pt impact.